Manufacturer narrative:
During analysis, the customer's complaint could not be duplicated; the device ran according to specification. No secondary failure was noted. The device was cleaned, lubed, adjusted and returned to the customer.

Event description:
The micro drill was sent in for evaluation due to overheating during a procedure. No adverse event was reported, the procedure was completed with another device without any procedure delay.